Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot, cracked case at display window corners, broken belt clip slot, minor scratched and cracked display window. The pump passed the self-test, error test, displacement test, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The pump was received with high stop current due to faulty interface board. (B)(4).

Event description:
The customer reported via phone call of low battery and cracked battery cap from the insulin pump. The customer's blood glucose reading was 242 mg/dl. The customer stated that replacement battery cap did not resolve the issue. The insulin pump will be returned for analysis.